Event description:
A malfunction was reported on the customer's pump, identified with malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use mdi as a backup therapy until a replacement pump is received. Technical support confirmed the shipping address for the replacement pump, which will include updated software, and provided instructions for returning the faulty pump. The customer acknowledged and understood the guidance given.